Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being conservatively filed against the device for the patient death. Crd_1002 - expand g4 phase 1 and phase 2 study; patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed, severe mitral regurgitation (mr) with a ruptured chordae, flail, and mitral annular calcification. Two mitraclips ((B)(4)) were implanted without a device issue, reducing the mr to moderate. There were no complications. On (B)(6) 2022, the patient passed away while in the nursing home. Per physician, the event was unknown if device related, and the cause of death was unknown. There was no device malfunction reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported death could not be determined. The reported patient effect of death as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.